Event description:
React health received a complaint from a durable medical equipment provider that a patient's device was not delivering adequate pressure. The patient stated she was admitted to the hospital while using this device. Detail regarding the cause of the hospital admission was not provided. The device has not been returned to the importer.